Event description:
It was reported by the sales rep that the patient states she is having pain while using the bone stim. States the pain is in her left foot fifth metatarsal bone. On a scale of 1-10 pain is 9. Patient experiences the pain the 2nd day after using the unit. Patient did not increase her daily activity and did not seek medical treatment. Patient is taking tylenol for pain. No new product was shipped to the patient. No additional patient consequences have been reported. The bhs assembly was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient states she is having pain while using the bone stim. States the pain is in her left foot fifth metatarsal bone. On a scale of 1-10 pain is 9. Patient experiences the pain the 2nd day after using the unit. Patient did not increase her daily activity and did not seek medical treatment. Patient is taking tylenol for pain. No new product was shipped to the patient.